Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. A visual inspection was performed and the housing puck is detached from the sensor pod and seal carrier. The reported missing sensor wire was confirmed. A root cause could not be determined.